Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery kept shutting down without reason. Pa describes a standard harvest with no elongated burning time where cautery would have overheated. Switched power sources and same issue continued. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery kept shutting down without reason. Pa describes a standard harvest with no elongated burning time where cautery would have overheated. Switched power sources and same issue continued. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 05jun2020 and an investigation was conducted on 10jun2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Microscopic inspection was conducted. The both the hot and cold jaws appeared to be yellowish/brown in color indicating burn of the device. The heater wire was observed to be bent and completely flexed away from the hot jaw, remaining attached at the base, with detachment at the tip of the hot jaw. The silicone insulation was observed to be intact with no defects. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.663 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical issue" is not confirmed. The analyzed failures "material twisted/ bent wire" and "thermal decomposition of device" were confirmed. Specific actions for the analyzed failure mode "material twisted/bent" are being maintained and documented under maquet's failure investigation report (fir) system.